Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a deltoid ligament reconstruction procedure the ar-8918cp deltoid ligament reconstruction implant system was being used. Upon inserting the first 4.75 anchor within the kit into the talus, the anchor came apart and broke into multiple pieces. The surgeon decided not to use the remaining anchors within the ar-8918cp. The surgeon then used peek tenodesis screws to complete the procedure. The rep reported the surgeon removed the broken anchor fragments by using a pickup instrument. It cannot be confirmed if all fragments of the broken anchor body were retrieved. However, the surgeon implanted the tenodesis screw directly into the same drilled hole. The case was completed without further issue. The unused portion of the ar-8918cp along with the retrieved broken anchor pieces will be returning for evaluation.